Event description:
Reporter indicated a vns (B)(4) computer would not hold a charge. Requests for return of the computer for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.